Event description:
It was reported that on (B)(6) 2014, patient with degenerative spine at l5-s1 level underwent a tlif surgery using posterior instrumentation, an interbody device, and rhbmp-2/acs. After 3 months, post-op, the patient came back with hypertrophy osteolysis at the anterior body and bone overgrowth into the spinal canal. The patient also complained of recurrent pain. On (B)(6) 2014, a revision surgery was performed with decompression done at the affected areas. The patient outcome was reported as fine, after the revision surgery.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.